Event description:
It was reported that when starting a case, we received an error stating "camera infrared lamp not functioning properly. This may result in a limited field of view". Error message was dismissed and case started with no further issues. Investigation confirmed camera had an illuminator hardware fault.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and the user received an error stating "camera infrared lamp not functioning properly. This may result in a limited field of view". The user dismissed the error and was able to continue without any further errors. The camera was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The investigation confirmed there was a relationship established between the reported event and the device. Review of log files found that this was an illuminator hardware fault. Visual inspection found that some of the illuminator leds of the camera were dimmer. Upon connecting the camera to the system, there was an error saying that the "camera infrared lamp is not working properly", further confirming the illuminator hardware fault. The illuminator leds on the camera can go bad over time and they can cause floating dead zones in the camera view. The camera was sent to the OEM for service. The malfunction is most probably due to supplier / raw material fault.